Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart xl defibrillator had a leakage current test failure during preventative maintenance. There was no patient involvement.